Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of issues when infusion pitocin at low flow rates. The customer indicated it was a pressure issue, at lower rates if there are minor kinks, or even "curves" in the tubing, the medication does not infuse. They indicated with the slow rate, the pump does not alarm immediately. The customer also indicated that once the tubing issue is cleared and the infusion restarted the actually amount of medication to the patient is effectively at a higher rate than programmed. There was patient involvement, but no harm reported.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of issues when infusion pitocin at low flow rates. The customer indicated it was a pressure issue, at lower rates if there are minor kinks, or even "curves" in the tubing, the medication does not infuse. They indicated with the slow rate, the pump does not alarm immediately. The customer also indicated that once the tubing issue is cleared and the infusion restarted the actually amount of medication to the patient is effectively at a higher rate than programmed. There was patient involvement, but no harm reported.